Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing and was admitted to the hospital. The right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead also had a lead warning for low out of range impedance. The lead had a steady decrease in impedance. An interrogation of the implantable cardioverter defibrillator (ICD) indicated that the patient had exposure to a 60-cycle electromagnetic interference (emi) noise with unknown origin. The lead therapy was programmed off. The device and rv lead continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.